Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, the helix of the lead was extrinsically bent. The proximal conductor of the lead became extrin sically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/str etching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 14-58 gray stylet in it and the helix extended. The proximal conductors are distorted at various locations. The outer insulation is distorted at various locations. The inner insulation is distorted at various locations. Accurate measurement of the helix is not possible due to the helix being bent. Helix extension and retraction not tested due to the helix being bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the distal end of the lead was found to be slightly rotated prior to being implanted. When the lead was being placed, the spiral system of the lead became damaged during rotation of the helix. The lead was removed and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.